Event description:
On 05/25/2007, the co rec'd a report where it was claimed that following a routine trach replacement on a pt, the pt desaturated. The caller reported that the end clinician attempted to insert a suction catheter through the tube, but it would not pass due to an obstruction. Replacement of the tube was required.